Event description:
Customer's spouse reported via phone call that the customer had 2 reservoirs that would not allow the insulin to go through to the tubing. It was stated that when the customer tried a third reservoir it worked properly. Blood glucose value was 6.5 mmol/l. Reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.